Event description:
A healthcare professional reported that a silent nite appliance broke. Reportedly the anchor has come off. Patient received the device for use on (B)(6) 2025. No injury was reported.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrected data: d9. Additional data: d4. No physical device was received. Based on the information provided by the customer, the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).